Event description:
A user facility report was received from the intermacs registry which stated - "presents to hospital with a sudden drop on lvad flow. CT shows circumferential narrowing at the bend relief of the outflow tract of the lvad concerning for thrombus versus debris in the lining of the outflow cannula". Death: (B)(6) 2015, multi-system organ failure. Device malfunction causative factor: technical/procedural issues. The patient's expiration had been reported to the manufacturer on (B)(6) 2015, however, it was reported that the patient expired from septicemia and the pump was reported to be functioning as expected. Upon receipt of the user facility report from the intermacs registry on (B)(6) 2015, the customer was contacted to clarify the discrepant data regarding the patient's cause of death and the information below was received. The patient was admitted on (B)(6) 2015 with low flow alarms. The patient's lactate dehydrogenase (ldh) and pump power levels were within normal limits, however, a ramp study was concerning for thrombus. The patient was admitted to the floor and started on milrinone, but was transferred to the coronary care unit on (B)(6) 2015. He was started on a high standard heparin drip. The milrinone rate was decreased and dopamine was started due to concern of over vasodilatation. He then became febrile and had leukocytosis. He was pan-cultured and broad spectrum antibiotics were started. He continued to deteriorate to multi-organ failure requiring the addition of multiple pressors. On (B)(6) 2015, his respiratory status worsened and he was placed on bilevel positive airway pressure (bipap). The renal service was consulted and continuous renal replacement therapy (crrt) was initiated to assist with fluid removal. His respiratory status continued to decline and he had increased work of breathing. He became agitated, was unable to tolerate bipap and was therefore intubated. His blood pressure continued to drop and his pressors were all maximized. He became more acidotic despite crrt and sodium bicarbonate. His family was aware of his persistent decline and his lack of response to treatment. The family decided to withdraw care and the patient expired. There was no autopsy and no recovery of the pump or the peripherals. Additional information received: a ramp study performed on (B)(6) 2015 found the patient¿s left ventricular internal end diastolic diameter remained between 6.3 ¿ 6.5 cm when the pump speed was ramped from 9000 rpm to 10400 rpm. Additionally, the aortic valve continued to open with every beat, there was moderate mitral regurgitation, and the ejection fraction was (B)(6). The findings indicated the left ventricle fails to decompress with increasing of the pump speed. No obvious thrombus was noted in the area of the left ventricle apical cannula. The right ventricle cavity was mildly enlarged and global right ventricular systolic function is mildly to moderately reduced. A gated CT-angiogram of the chest performed on (B)(6) 2015 found acute on chronic heart failure. Additionally, circumferential narrowing at the bend relief of the outflow tract of the lvad concerning for thrombus versus debris in the lining of the outflow cannula was noted. A right heart catheterization performed on (B)(6) 2015 found elevated pressures: a right atrial mean pressure of 23 mmhg; right ventricle pressures of 55/22 mmhg; pulmonary artery pressures of 55/38 mmhg; wedge pressure mean of 37 mmhg. A repeat echocardiogram on (B)(6) 2015 found the aortic valve opens with every cardiac cycle and there is mild regurgitation. The interventricular septum is midline, and the left ventricle apical cannula is noted to have continuous flow and no obvious thrombus. The outflow cannula is not well visualized; however, it appears that pulsatile flow is present indicating an obstruction in the pump. The ejection fraction is (B)(6) and the left ventricular size is severely dilated. The left atrium is moderately dilated and there is moderate to severe mitral valve regurgitation.

Manufacturer narrative:
Approximate age of device: 7 months. The attached user facility medwatch report was received from the intermacs registry. A root cause for the reported event could not be determined through this evaluation. Based on past experience and similar reported events, flow issues and the opening of the aortic valve with every beat can be indicative of device thrombosis. However, a full examination of the lvad could not be conducted because the system was not returned for analysis. The instructions for use lists device thrombosis and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.